Event description:
Surgeon reports patient a status post right knee replacement from 2013 had a quad tendon tear he planned to repair. He asked to have the inserts available for a possible exchange. During the case surgeon decided to perform an insert exchange from a 16mm poly to a 19mm. After removing the 16 he implanted the 19 with satisfactory stability. He then proceed to repair the quad tendon.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 16mm triathalon cr insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding revision due to trauma involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The investigation concluded that patient was revised due to quadriceps tendon rupture and the insert was revised as part of the process. There is no indication as to why the insert was exchanged from a 16mm to a 19mm. The exact cause of the event could not be determined because further information is needed. Medical review by the clinical consultant indicated there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time.

Event description:
Surgeon reports patient a status post right knee replacement from 2013 had a quad tendon tear he planned to repair. He asked to have the inserts available for a possible exchange. During the case surgeon decided to perform an insert exchange from a 16mm poly to a 19mm. After removing the 16 he implanted the 19 with satisfactory stability. He then proceed to repair the quad tendon.